Manufacturer narrative:
Philips investigated this complaint. The issue reported was azurion system generated the remote alert: level 1 quality assurance test-energy and signalflow 1 frontal failed and according to the additional information collected it has been confirmed that this was a proactive monitoring case logged on azurion system for device connection lost issue and the system was outside of clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion series equipment must institute a routine user checks program. The responsible organization of the azurion series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system generated the remote alert: level 1 quality assurance test-energy and signalflow 1 frontal failed, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of the complaint.